Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle. The hub of the needle had a hazy appearance and one longitudinal crack emanating from the opening. The luer taper could not be accurately measured due to the damage. A device history record review was performed with no relevant findings. The probable cause of this issue could not be determined. However, further investigation is being conducted by the spec developer.

Manufacturer narrative:
(B)(4) this report is for the third in a series of three consecutive product issues with the same patient. The previous two events have been reported under MDR#s 3006425876-2015-00373 and 3006425876-2015-00374. This product is not sold in the us. However, the reported problem is with the introducer needle which is included as a component in cvc kits that are sold in the us under various 510(k)s.

Event description:
It was reported that in (B)(6), during puncture in the patient's subclavia, blood was aspirated and air bubbles were noted. After checking the puncture needle, a crack was noted in the plastic cone. As a result, a new kit was opened. A delay was reported but there was no patient complications or death.